Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Unable to perform complaint lot history check due to an unknown lot number for needle broken. Based on the above, no additional investigation and no corrective/ preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the unspecified bd¿ pen needle, the device experienced the cannula breaking off/ pulling out. The following information was provided by the initial reporter. The customer stated: it was reported the rear cannula end is broken. "Rear cannula end is broken + gets stuck ."